Event description:
A user facility reported that the lma airway tube broke at the cuff into two main pieces and one small piece during removal from the pt. All pieces were retreived and it was reported that there was no pt injury or problem. The user facility has been requested to return the lma for evaluation.